Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 553 mg/dl. The customer¿s blood glucose level was 288 mg/dl at time of incident. The customer¿s current blood glucose level was 60 mg/dl. The other relevant blood glucose level was 536 mg/dl, 500mg/dl, 127 mg/dl. The customer treated with bolus for high blood glucose. Troubleshooting was performed for high blood glucose and under delivery. The insulin pump will not be returned for analysis.